Event description:
It was reported that pump experienced malfunction alarm with code malf 1, and there were no notable events before issue occurred. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset with guidance from technical support, but malfunction recurred, so pump was scheduled for replacement. Customer planned to use multiple daily injections as backup insulin therapy.